Event description:
It was reported that during a surgical procedure at the user facility, the toga layers delaminated and ripped. The procedure was completed successfully without a clinically significant delay, adverse consequences, or medical intervention.

Event description:
It was reported that during a surgical procedure at the user facility, the toga layers delaminated and ripped. The procedure was completed successfully without a clinically significant delay, adverse consequences, or medical intervention.